Event description:
The manufacturer received information alleging a heated patient circuit melted while in use. There was no harm or injury reported. The reporter of the event was able to confirm the facility using the heated patient circuit was wrapping a sheet around the circuit to decrease condensation within the circuit. Product labeling states: "do not cover the circuit with insulating materials such as blankets, cloths, etc. To avoid overheating, a minimum continuous gas flow inside the circuit is necessary." The heated patient circuit is no longer available for further investigation. The reporter of the event instructed the facility staff on the proper use of the circuit.